Event description:
I hadn't worn my contacts in about 6 months. I looked in my cabinet for saline solution to put my contacts in and grabbed my clean and clear solution. I remembered being told not to put it in my eye, but I wasn't certain. So I checked the packaging and labeling. Nothing said "do not put directly into eye." Like everyone else, my eye burned, stung, turned red. I don't know what my eye will look like tomorrow, but I'm glad I'm not the only one who has had this problem. The labeling needs to be changed. If a product is dangerous if used a certain way, the warning should be clear. I put the product directly in my eye! Then I did a (B)(6) search and found your articles on this. Reporter's recommendations: clear warning "do not put directly in eye". I looked for a warning like this and couldn't find one. I figured if the warning was that important, it would have been clearly, visibly stated on the bottle. Who keeps the packaging after they use the bottle? (B)(6).